Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. In addition, noise and oversensing were observed, which resulted in pacing inhibition. The patient did not experience asystole. Subsequently, a revision procedure was performed. When the device pocket was opened, the rv lead was not fully inserted into the device header. It was noted the setscrew wasn't loose. The rv lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits (wnl). The rv lead was reinserted into the device header, which resolved the issue as all the measurements were wnl. The pacemaker and rv lead remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in loss of capture, high pacing impedances, noise, oversensing, and pacing inhibition. Please refer to the description for more information regarding the specific circumstances of this event.